Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging the meter ID number on the meter label was illegible. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable as lifescan does not believe the chance this malfunction causing or contributing to an ae is more than remote and has not reported an ae where this malfunction may have caused or contributed to the injury/death. On (B)(6) 2012, lifescan completed device evaluation with the returned meter. Investigation was not able to confirm the alleged issue: there were no issues found with the meter label. However, during testing lfs found that the meter would not power on with the power button because the had a high standby current (cold solder issue). This complaint is now being reported due to the unreported issued found during device investigation.